Event description:
The device was implanted on 6/17/1997, for arterial infusion of fudr for treatment of cancer. On 7/1/1997, the MFR received a report from a facility nurse which states the following: the device center septum was difficult to find and the device template used made finding the device center septum more difficult. The report also noted that the complication was resolved. No further details were provided at this time.